Manufacturer narrative:
On 06/12/2019, mentor received a photo of the explanted suspect medical device. On 06/18/2019, mentor received additional information that the patient had both breast prostheses removed and they were replaced with a mentor memorygel breast implant 440cc gel breast prosthesis and a mentor memorygel breast implant 405cc gel breast prosthesis. On 06/28/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture in a breast implant due to a car accident. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was observed to be ruptured. Root cause was concluded to be due to external cause reported, in this case, the car accident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant medical products: mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3507450bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was possibly caused by a motor vehicle accident. Left implant rupture was confirmed by MRI. As a result, the patient will undergo explantation on (B)(6) 2019.